Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2017. The patient reported obtaining an alleged inaccurate high blood glucose result of ¿440 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using insulin (self-adjuster), and in response to the alleged issue she administered an extra 3 units of insulin. The patient reported that ¿about 20 minutes later she developed symptoms of ¿shaky, sweaty, feels like passing out.¿ she reported that she self-treated the symptoms with ¿milk and sugar.¿ the reporter alleged that she tested her blood glucose on an ultra mini meter and obtained a reading of "22 mg/dl." During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.